Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a urology catheter. The customer states that they had placed a catheter in a patient and upon removal noted a 2 cm by 1/2 cm piece was missing from the balloon. An endoscope procedure was done and it was noted to be in the patients bladder. The patient was given prophylactic antibiotics. The patient was released from the hospital and it was reported that the patient did pass the piece of the balloon.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.